Event description:
During a right hemi-thyroidectomy procedure a sealed vessel re-opened. Surgeon controlled bleeding and effected a seal using clamps and ties. No patient harm was reported.

Manufacturer narrative:
The incident occurred in another country - the device appears to be unused. Analysis determined the top jaw contacts the ceramic hub when fully closing the jaws. However, the device still activated to the correct generator default setting, coagulate and cut to manufacturer specs with no problems noted.